Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral removal on (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that date of event was on (B)(6) 2015, and patient age at the time of event was 56 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated after implantation. Patient stated that she had gone to chiropractor and was put on table and might of been when they laid me in my back. Patient also reported that leaking was with burning and little by little implant started getting smaller. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.